Event description:
It was reported that an auto-off alarm occurred. The customer went to the emergency room with a blood glucose level of 800 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on 9/14/2025. Technical support educated the customer on the cause of the alerts and alarms, after which the customer successfully resumed normal insulin delivery.